Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 4.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres, the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with another of same device. No patient complications nor injuries were reported. The patient status was good.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 4.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres, the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with another of same device. No patient complications nor injuries were reported. The patient status was good.